Event description:
The magnet quenched in 2002 at approximately 10:30a.m. This was the third study of the day. The patient was loaded into the magnet feet first for a renal study. The patient was in good health at this time. The on-duty radiologic technologist was by themself at this time. Dr. In the next room, heard a hissing/whistling sound and walked into the operator room to inform the tech. They noticed a fog occurring in the bore of the magnet and the tech went into the room with the director of radiology. They pulled the patient from the table as a super-cooled fluid came from the coupling of the flexible vent pipe. This fluid burned the patient's feet with the left foot sustaining severe burns.